Event description:
A physician reported that during an intraocular lens (iol) implant procedure, first company lens was inserted an the haptic was torn. It was then removed from the eye. A backup lens of same diopter and model was inserted, again the haptic was torn an the backup lens was removed from the eye. Another company lens was used and completed the procedure. It was all within the same procedure, astigmatism could not be corrected with the inserted lens otherwise there would be no impairment. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.